Manufacturer narrative:
The hvad is used for treatment not diagnostic. The hospital staff member reported that the patient complained that the batteries were not holding charge. The batteries were removed from service and replaced by the ventricular assist device (vad) coordinator; "no effect on the patient was described". Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of eight reports (3007042319-2015-03653, 03654, 03655, 03656, 03657, 03658, 03659 and 3007042319-2015-03660) submitted for devices related to the same event.

Event description:
The hospital staff member reported that the patient complained that the batteries were not holding charge. The batteries were removed from service and replaced by the ventricular assist device (vad) coordinator; "no effect on the patient was described".